Event description:
International affiliate reported leakage from a silicone tube on a transfer set. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of tubing leakage on a transfer set. The root cause was a cut/slice/hole in the tubing. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative action as appropriate.